Manufacturer narrative:
H3: product analysis :evaluation determined that the distal bearings were detached. The likely cause of the failure was due to worn drive shaft output. It was also noted that the tube was scratched/dented/scored. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a repair request, and no alleged product deficiencies were reported. There was no patient I nvolvement or complications as a result of the event.

Manufacturer narrative:
H3: product analysis: evaluation determined that the distal bearings were detached. The likely cause of the failure was due to worn drive shaft output. Additionally it was noted that the tube cannot extend/retract due to the rotating dial being stuck. It was also noted that the tube was dented and laser markings were faded. E1: initial reporter address updated. B5:event description updated. H3:product analysis updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a repair request, and no alleged product deficiencies were reported. There was no patient complications as a result of the event. Additional information was received stating that a detached distal bearing was found during evaluation.